Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: solidified contrast medium was visible in the inflation lumen indicating the device was prepped for use. Traces of blood were also visible in the guidewire lumen indicating the device had been advanced over the guidewire. The stent was damaged at the proximal end. The struts on the two most proximal rows were raised and misaligned. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The tip was slightly flared. This type of damage is consistent with meeting an obstruction during an attempt to cross a lesion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that a crossing difficulty occurred. Vascular access was obtained via femoral artery. The 95% stenosed, eccentric, de novo, 28 mm in length target lesion was located in a mildly tortuous, moderately calcified and 2.5mm in diameter mid right coronary artery. The lesion contained a <= 45 degrees bend. A 7f unspecified guide catheter was used. After a non bsc guide wire crossed the lesion, a 2.00mm x 09mm maverick balloon catheter was advanced for predilation. Percent stenosis of the lesion immediately after predilation was 90%. Then the 2.50mm x 28mm promus element stent was advance but was not able to cross the lesion. The device was removed. The procedure was completed using another of the same device. Post dilation was performed using a 2.50mm x 08mm quantum maverick balloon catheter. No patient complications were reported and the patient's status is stable. However, returned device analysis revealed stent damage.